Event description:
It was reported that a pt underwent a repeat sling procedure in 2008. In 2009, at the follow up visit, the pt was noted to have a tape erosion through the incision. The erosion was located laterally at the sulcus and was about two centimeters by two centimeters in size. The pt is scheduled for closure of the erosion the following month. Currently, the pt is having vaginal pain, vaginal discharge, and dyspareunia. The surgeon opines the potential factors that contributed to the event were poor tissue quality, bad hygiene, and vaginal infection.

Manufacturer narrative:
Date sent to the FDA: 04/10/2009. (Mesh exposure occurred) - (dyspareunia occurred) - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.